Event description:
The customer reported that she had received an elevated bg reading from the pdm, though she was feeling "low." An ambulance was called and she was taken to the hospital. Her bg was taken again, which was low (29mg/dl). She was given a dextro shot to counter her hypoglycemia. Four hours later she returned home from the hospital and applied a pod. Her bg levels were initially high (337-454mg/dl) but successfully lowered after multiple correction boluses were administered. No product will be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.